Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been three other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, a white (like sticky thread) was found at the right side (edge) of the optic of the lens after using the cartridge. The foreign substance was not removed through irrigation & aspiration but the surgery was completed with no injury to the patient. There was no adverse event reported. In addition, the substance was not observed when the iols were in the lens case so the physician suspects that the foreign substance was from the cartridges. No further information is expected as the facility has declined to provide patient information.